Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the can am relion insulin syringe. The customer reports, "the needle was broken and was broken completely off in the sealed package. The customer reports the needle was bent and the black rubber pulled off the stick when customer pulled back on the plunger."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.